Event description:
A consumer implanted for non-malignant pain reported they were implanted 20 weeks ago, but their incision still wouldn¿t close, and the device didn¿t help with their pain. Due to this the consumer had a bandage which needed to be changed every day, and they were considering having the device removed and wanted to know if the leads would have to come out as well. The healthcare provider (hcp) late reported the consumer had been seen seven times for follow-up since being implanted for a revision from a previously placed device by another neurosurgeon. The consumer developed ¿chronic sinus¿, and had been offered an explant/revision on multiple occasions. The consumer was seeking further management with another neurosurgeon for complete explant including the leads.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that no steps had been taken to resolve the open incision issue. The patient noted that they would like to have the implantable neurostimulator (ins) removed but the doctor would only take out the system they put in. The doctor who implanted the ins was no longer around and they used a ¿paddle¿ could not find someone to remove the lead. The patient did not want 2 different surgeries and mentioned that their body can¿t take much anymore.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the incision not closing after 20 weeks was due to persistent ¿sinus¿ without evidence of infection. The consumer was referred to their implanting neurosurgeon for explantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.